Event description:
It was reported via repair work order that the jack was drifting due to over tightened jack release linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.